Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump displayed a malfunction alarm. Subsequently, the pump screen went blank. The customer's blood glucose level was 195 (mg/dl). Reportedly, the customer did not use alternate insulin therapy.